Event description:
It was reported that occlusion alarms occurred. The event caused the customer's blood glucose to read "high," though the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections, changed the pump supplies, and administered a correction bolus via the pump. Reportedly, the customer was using cold insulin in the cartridge and was not properly removing residual air. Additionally, the customer had been using the same cartridge and infusion set for over 3 days on the pump. The customer was educated on the proper load techniques. The issue was resolved by changing the infusion set and cartridge and resuming insulin delivery.